Manufacturer narrative:
The returned cup and head were evaluated and found to have been manufactured within specifications. Visual examination of the head and cup appeared to show evidence of subluxation of the joint and scratching of the bearing surfaces. It is possible that this edge wear might have occurred due to dislocation or subluxation of the head. The porous coating on the cup appeared to be intact and showed limited evidence of bony ingrowth. Burnishing of the porous coating was observed in several areas, possibly indicating movement of the cup in the acetabulum.

Manufacturer narrative:
(B)(4). Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2005. Subsequently, on (B)(6) 2014, patient underwent a revision allegedly due to a loosened acetabular cup.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: expiration date - unknown; 510k number - unknown; manufacture date - unknown.